Event description:
Graduated oxygen flowtube within the flowmeter breaks at the base. This can cause the flowmeter to indicate one flow while delivering a much higher flowrate. Potential danger to copd pts.